Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sets malfunction and high blood glucose. The customer's blood glucose was 400-500mg/dl due to malfunction. Trouble shooting was performed found infusion sets had bent cannulas. The high blood glucose was treated with manual injections. Customer declined trouble shooting for no delivery or high blood glucose. Advised infusion sets being replaced and requested sets be returned. The insulin pump will not be returned for analysis.